Event description:
Customer care spoke with the patient, who reported hearing the "preparing to shock alert". The patient was frightened by the alert and reacted by immediately pulling the battery out. The patient was driving around the neighborhood during the event. The patient called 911 as prompted by the device and waited for the ems to arrive. The patient was transported to a hospital emergency department and later reported that they feel fine. Customer care retrained the patient to use the alert button in the future. The patient also stated the wcd garment is a little big and could use a smaller size. The loose garment fit combined with vehicle motion may have contributed to a noisy signal and inappropriate shock delivered. There was no serious injury reported. However, an undiverted shock to a conscious patient could result in serious injury.

Manufacturer narrative:
(B)(4). 3015185344-2023-00034_1 was incorrectly identified as year 2023. The correct MFR report # is 3015185344-2022-00034_1. Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Returned therapy cable failed weight test due to pre-shock gel deployment. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.